Event description:
I use a resmed n20 mask with magnetic clasps. I also use a dexcom continuous glucose monitoring and tandem t:slim x2 insulin pump. Recently I switched from dexcom g6 (which is recommended to be implanted in the abdomen) to g7 (which is recommended to be implanted in the back of the arm). After the switch, the insulin pump woke me up on several occasions to alert me that it had lost contact with the cgm for an extended period. I received a letter today from my continuous positive airway pressure supplier about the n20 mask being recalled due to possible interference with insulin pumps and other implanted medical devices. I sleep on my side with my arm under the pillow, so it occurred to me that it's possible that the magnets from the mask could have been interfering with the cgm transmitter. The g7 uses a magnet to alert the transmitter to begin a new sensor session. The letter mentioned insulin pumps but not cgms, so I wanted to report the possibility. My continuous positive airway pressure supplier is sending me a non-magnetic replacement mask.